Event description:
It was reported that the patient experienced twiddler's syndrome which caused the his bundle lead to dislodge and the right atrial (ra) lead to exhibit rising and high thresholds due to the twisting of the lead. The cardiac resynchronization therapy defibrillator (crt-d), his bundle, and ra leads were explanted and replaced. The right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.